Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 6 states, "intraoperative fracture of devices can occur if excessive force (torque) is applied while seating" and number 7 states, "do not use excessive force when inserting suture anchors. Excessive force (e.g. Long hard hammer blows) may cause fracture or bending of the device."

Event description:
It was reported a patient underwent a tissue transfer of the foot procedure on (B)(6) 2016. During the procedure, the suture anchor fractured on the anchor shaft.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that during underwent a foot procedure, the suture anchor fractured on the anchor shaft. No pieces of the fractured device were retained by the patient. Another device was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined.